Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the paramedics were called 2 years ago due to a low blood glucose and IV glucose was given to help her recover from it. Customer refused to be transferred and did not want a follow-up.